Event description:
A medtronic representative reported that, while in a shunt placement procedure the axiem portable system was not connected to the stealthstation s7 system. There was an orange connection line to the system and the axiem box seemed to work properly, however, the software displayed localizer not connected. Trouble-shooting did not resolve the issue. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since no parts were returned. The on-going investigation proved to be inconclusive based on the information provided.